Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 228 mg/dl. Nothing further reported.